Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation and atrial flutter, a faradrive steerable sheath clear was selected for use. Use of the catheter to treat atrial flutter constituted off-label use of the catheter. The sheath was inserted into the left atrium, and the pfa procedure was completed. During the procedure, the farawave catheter was inserted and removed three times. An orion mapping catheter was also inserted multiple times for remapping and tracking down an atrial tachycardia. After pulling the sheath to the right side of the heart, it was noted that the sheath was leaking profusely out of the valve area in the back of the sheath handle. The leak was bleeding back slowly after inserting the sheath back into the left atrium after the second transseptal puncture. The leak progressively got worse when inserting the orion mapping catheter for the post mapping. After pulling back the sheath to the right atrium to map the atrial tachycardia, the leak became more profuse, and blood was pooling near the physician's hands. No air was seen in the sheath nor the patient. The sheath was exchanged for a non-boston scientific sheath, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation and atrial flutter, a faradrive steerable sheath clear was selected for use. Use of the catheter to treat atrial flutter constituted off-label use of the catheter. The sheath was inserted into the left atrium, and the pfa procedure was completed. During the procedure, the farawave catheter was inserted and removed three times. An orion mapping catheter was also inserted multiple times for remapping and tracking down an atrial tachycardia. After pulling the sheath to the right side of the heart, it was noted that the sheath was leaking profusely out of the valve area in the back of the sheath handle. The leak was bleeding back slowly after inserting the sheath back into the left atrium after the second transseptal puncture. The leak progressively got worse when inserting the orion mapping catheter for the post mapping. After pulling back the sheath to the right atrium to map the atrial tachycardia, the leak became more profuse, and blood was pooling near the physician's hands. No air was seen in the sheath nor the patient. The sheath was exchanged for a non-boston scientific sheath, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.